Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was -reviewed and found complete without irregularities. This instrument was produced at the tecomet, inc.- kenosha wi, any facility as part of a (B)(4) pc. Lot in june of 2022. It was found that this order was made from the materials and components and all approved processes were followed. It can then correct be that the alleged non-conformance inciting this complaint was not due to an error in tecomet stated -kenosha's manufacturing process. Evaluation of the returned instrument as received shows that luer flush port, seal and cap are missing from the knob rotation mechanism. Evaluation shows that the jaws are loose and misaligned in the closed position. We further are able to validate the complaint for the returned instrument. After the initial evaluation this was dis-assembled in order to evaluate its internal components and it was found that instrument the inner drive rod (n00185) bosses are both damaged where the engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive bosses to become damaged and for the luer flush port, seal and cap to be missing from rod the returned device but lack of proper maintenance and mishandling of this device at the user's facility is suspected. All 50 instruments from this lot were 100% visually inspected end and function tested prior to shipment to the customer as this is a standardized procedure at facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user was unable to load a clip to the applier during a pretest before use. Checking the applier, the jaws were misaligned. Therefore, another applier was used instead". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the user was unable to load a clip to the applier during a pretest before use. Checking the applier, the jaws were misaligned. Therefore, another applier was used instead". No patient involvement.